Manufacturer narrative:
The following other devices were listed in this report: unk size 6 x 13 poly triathlon insert, unk size 6 triathlon screw fixed baseplate, unk 4 screws. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the reported "malalignment, and strained lateral collateral, large gap laterally." An eval of the device cannot be performed as the device was not returned to the MFR. The catalog number and lot code for the reported devices, x-rays and medical records were requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "revised due to failed device, thought there was no ingrowth, but there was. Malalignment, and strained lateral collateral, large gap laterally on pre op film."